Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts from the first row lifted from the stent profile. The bumper tip of the device showed signs of damage at the distal edge of the tip, caused by the loop of the mandrel. This type of damage is consistent with the mandrel being pushed too far into the wire lumen resulting in the pigtail of the mandrel damaging the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The patient was presented with myocardial infarction <72 hours prior to procedure. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32mm in length, 3.5mm in diameter, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After pre-dilation was performed with a 2x14 maverick balloon catheter and a 3.25x20 non compliant balloon catheter, a 3.00x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.